Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent an unknown procedure. During the procedure, a tensioner had an unknown allegation. It is unknown if there was any surgical delay. The procedure outcome and patient status are unknown. This complaint involves 1 device. This report is for 1 smooth wire/1.8mm diameter 400mm long this is report 1 of 1 for (B)(4).

Event description:
It was reported on (B)(6) 2020, the patient underwent a do ring fixator application for sharcots foot (r), distal tibia procedure. During tensioning of the smooth wire the tensioner came apart resulting in the smooth wire being stuck in the tensioner. The wire had to be cut in order to remove the tensioning device. A back-up tensioner was used and the surgery continued. There was an approximately five (5) minute surgical delay. The procedure was completed successfully. The patient reportedly had no issues.